Event description:
A valiant stent graft system was implanted in a patient for the emergent endovascular treatment of a pre-operatively ruptured thoracic aneurysm. The thoracic aorta was severely diseased. It was reported that one week prior to implant of the valiant stent grafts the aneurysm measured 4.9 cm in diameter and the decision had been made to monitor the patient at the time. It was reported that the patient presented with low blood pressure. Upon evaluation the aneurysm was found to have ruptured and there was a pre-operative dissection of the diseased descending thoracic aorta. The decision was made to implant the stent grafts on an emergency basis to save the patient¿s life. As the wire was being advanced over the aortic arch and around the arch it was inadvertently inserted into the dissection plane and into the false lumen; however, this was not seen until after the stent grafts were deployed where the proximal stent graft was fond to have been deployed in the false lumen. The distal stent graft was deployed in the true lumen and there was some blood flow through the true lumen to the extremities. No attempt was made to perform surgical repair as the patient was in poor health and no further intervention was done at this time. Five days post implant the patient was brought back for intervention. The plan was to attempt to get a wire into the sub-clavian artery and cross it from the true lumen to the false lumen and then deploy another stent graft. It was not possible to get a wire in and the decision was made to not further intervene. It was noted that the dissection now extended to the ascending thoracic aorta and to the aortic root. The patient expired six days post implant. Review of returned films immediately post-implant revealed that the proximal main device was positioned within the false lumen of the thoracic aorta; just below the lsa. The distal main was within the true lumen, and extended distally into the descending thoracic. No stent graft issues were seen. Images from 3-days post-implant show the stent grafts in essentially the same in-vivo configuration, with no stent graft issues observed. There was thrombus seen throughout the stent graft; especially within the overlapping section of the stent grafts. No type a dissection could be seen from this image. Films from the attempted intervention were not provided.

Manufacturer narrative:
(B)(4). Method: (film). Results: inherent risk of procedure (death, dissection), patient¿s condition affected effectiveness of device (pre-operatively ruptured and dissected thoracic aneurysm), unapproved use of device (stent graft was implanted in a patient for the treatment of a pre-operatively ruptured and dissected thoracic aneurysm), failure to follow instructions (stent graft was deployed in the false lumen). Conclusion: known inherent risk of procedure (death, dissection), device failure/lack of effectiveness related to patient condition (pre-operatively ruptured and dissected thoracic aneurysm), off ¿label, unapproved or contraindicated use (stent graft was implanted in a patient for the treatment of a pre-operatively ruptured and dissected thoracic aneurysm), failure to follow instructions (stent graft was deployed in the false lumen), use error caused or contributed to the event (stent graft was deployed in the false lumen).